Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic colectomy of cecum with terminal ileum procedure. The first three firings of the clip applier were successful. Then, the device would no fire. No clip came out even though the surgeon squeezed the handle. Tried several times but nothing changed. The digital counter indicated '04'. The procedure was completed with another device. There was no patient harm. The status of the patient is reported as no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied. Functionally; the instrument was applied to appropriate test media. The instrument cycled without binding. One clip advanced into the jaws, formed properly, and was held securely in place after full formation was achieved and the firing handle was released. The next clip would not advance far enough for the pusher bar to pick up and load into the jaws. The root cause of the observed condition could not be identified based on the information available; however, a review of the manufacturing process verified that controls are in place to prevent this type of condition from occurring. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.